Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seeing a por message on the patient programmer and ins recharger screen and that therapy stopped as a result. The patient had been using the programmer to change settings when the por occurred. It was noted that the patient had not been exposed to any emi recently and that the ins was not low on charge. The patient was unable to clear the por message because the programmer was unable to sync with the ins. The programmer was showing the sync screen and then started showing the splash screen. Replacing the batteries did not resolve the issue. A new programmer was sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the por message was not determined but that the replacement of the patient programmer resolved the inability to sync with the ins and clear the por message. No further complications were reported.